Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During examination, it was found that the pacemaker could not be interrogated after multiple attempts using different programmers. It was suspected that the pacemaker exhibited premature battery depletion. On (B)(6) 2021, the device was explanted and replaced. The patient's condition remained stable.